Event description:
It was reported that a novum iq syringe pump had a broken power cord. This was observed during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1:(B)(4) g1: device manufacturer address 2: (B)(4) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and the connector of the power adaptor and matching jack of the power wiring harness were broken. It was also observed that the adapter assembly was worn. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported condition could not be determined. The power adapter, power wiring harness, and adapter plate assembly were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.